Event description:
Review of programming history shows that the device was interrogated 3 times prior to any system diagnostic being performed. Three system diagnostics all indicated high impedance and eos-yes. A decoder was reviewed. Based on the discrepancy in battery voltage versus % battery consumed, it appears that the device reached the pulse disabled state most likely due to the presence of electrocautery.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.

Event description:
On (B)(6) 2013, the patient was implanted with a new generator and lead. Prior to implant, the generator was interrogated pre-operatively and found to be disabled with ifi (intensified follow-up indicator) showing "no". At 11 am, the device was interrogated before the system diagnostic test was performed and seen to be at the same settings and ifi flag. The bovie was in the plastic protector on the side of the bed more than 12 inches from the incision, wand, and device. The scrub had the generator on her mayo prior to keep it off the field. The surgeon and scrub were aware of no cautery and took precautions as mentioned, with the generator not near the bovie and the bovie in a plastic protector more than 12 inches from incision site. There were no cords or other electromagnetic interference (emi) on field or near generator or wand noted at testing time. System diagnostics were performed on the generator when it was inside the pocket with the skin open. The diagnostics showed both end of service (eos) = "yes" and high lead impedance. The lead pin was reinserted and a second system diagnostics was run which showed the same results. A generator diagnostic test was performed which again showed high lead impedance and eos = yes on the generator. The generator was removed and a back-up generator was implanted into the patient. Final diagnostics of the back-up generator confirmed it was within normal limits with normal impedance and ifi = "no". Follow up with the nurse confirmed that all electrical equipment was away from the generator and nothing came close to it when it "flipped" from ifi = no to eos = yes. The new generator was tested three times and final diagnostics tests confirmed it was within normal parameters. Product analysis was performed on the generator that went to eos during surgery. The reported end of life and high impedance events were not duplicated in the product analysis lab. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.071 volts, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 0.326% of the battery had been consumed. However, review of the data indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant, which may have been a contributing factor. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.